Event description:
It was reported that during an implant procedure for a conduction system pacing case, that the physician was unable to get the morphology he wanted as the lead went through the ventricular septum from right ventricle to left ventricle. The lead was not used and the physician elected to complete the procedure with a different lead. The patient was stable following the procedure.

Manufacturer narrative:
Correction: selected required intervention to prevent permanent impairment/damage (devices) for b2.

Manufacturer narrative:
The reported events of failure to capture and cardiac perforation. As received, a complete lead was returned in one piece. The helix was extended and clogged with blood/tissue. After cleaning, the helix could be retracted and extended. The helix extension length was within specification. Regarding the reported event of cardiac perforation. A tip stiffness test was performed, and the results were within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.